Event description:
Caller reported a malfunction on pump with code malf 16, which caused the customer¿s blood glucose level to exceed 500 mg/dl, though no specific value was reported beyond "high." There was an adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction recurred, prompting a decision to replace the pump. The customer will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted, and will return the defective pump to tandem as instructed.